Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, an opening on radius, yellow and black particles on the shell. Leak test and microscopic analysis was performed which identified: a striated opening on radius and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. Sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.